Manufacturer narrative:
Device evaluated by MFR: unit returned with its original pouch. The unit returned has the distal end tip damaged, as part of overall visual revision. Unit returned matches with upn provided by the customer. The device has the spring tip damaged curve and stretched. The device returned was measured at three section and all the outer dimensions were found within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the guide wire tip was broken. A platinum plus¿ wire was selected for use. During preparation, the physician noted that the tip of the wire was broken. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the guide wire tip was broken. A platinum plus¿ wire was selected for use. During preparation, the physician noted that the tip of the wire was broken. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.